Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that he could not duplicate the problem, but there were many errors in the fault logs which pointed to the executive processor board and the power management board having a malfunction. The fse replaced both parts. The battery number two also shows a -1 charge cycle. So the fse replaced the battery. The iabp then passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
The customer reported the cardiosave intra aortic balloon pump (iabp) shut off on a patient and the screen went blank. The iabp was running on ac power. The batteries are 3/4 charged and the error "unusable battery detected in bay 1, no backup battery detected" was generated. No harm to patient. No other patient info available.